Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. When the olympus staff visited the user facility, the staff confirmed that the precleaning was not carried out properly by the user facility. In addition, the microbes were detected as follows, from the water used by the user facility to collect samples. One cfu/ml (ralstonia pichettii). Four cfu/ml (aeromonas hydrophila). One cfu/ml (bacillus cereus). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested (B)(6) for (B)(6) as follows. This device had been reprocessed using an olympus automated endoscope reprocessor model mini etd2 (not available in the USA) with peracetic acid. There was no report of patient infection associated with this report. Suction channel: 5 cfu/ml (ralstonia insidiosa), 7 cfu/ml (achromobacter spanius), 6 cfu/ml (ralstonia pickettii), 6 cfu/ml (burkholderia fungorum). Instrument channel: 10 cfu/ml (pseudomonas nitroreducens), 6 cfu/ml (hafnia alvei), 7 cfu/ml (ralstonia pickettii), 1 cfu/ml (lactobacillus sp). Air/water channel: 1 cfu/ml (pseudomonas nitroreducens), 7 cfu/ml (streptococcus parasanguinis), 5 cfu/ml (ralstonia pickettii), 1 cfu/ml (lactobacillus sp).